Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient via a rep with an external neurostimulator (ens) it was reported that the patient had her leads removed due to a uti. Patient had a uti and stated evaluation was not working. Issue was reported to be resolved at the time of the report. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.